Manufacturer narrative:
The handpiece was returned to olympus for eval. The eval confirmed the probe damage error (u509) was due to a fracture noted on the proximal end of the probe. The teflon pad showed normal wear. A replacement device was sent to the user facility.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the probe tip on the handpiece broke off. A second handpiece was utilized and reportedly stopped working after displaying numerous error codes. The procedure was completed. There was no pt injury reported. Olympus f/u with the user facility to obtain add'l info but with no results.